Event description:
The customer reported loss of power with partial dislodgement of the power cord at the wall receptacle. The customer also reported that there was audible alarm heard when event was discovered. The tyco healthcare customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing and no parts were replaced. It is not verified that there was no audio alarm.